Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('complete hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation ("one coil lodged in my pelvic wall") and systemic infection ("systemic infection"). Essure was removed. The reporter considered device dislocation, medical device removal and systemic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -tubes removed, dislodged in pelvic wall, systemic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('complete hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation ("one coil lodged in my pelvic wall") and systemic infection ("systemic infection"). Essure was removed. The reporter considered device dislocation, medical device removal and systemic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -tubes removed, dislodged in pelvic wall, systemic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.